Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a fourth surgery, which was second hardware failure and fourth spine surgery. This fourth surgery consisted of a revision/redo posterior spinal fusion with re-augmentation of fusion, and thoracic spinal laminectomy from t11-t12 and l1-l2. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery and the patient has increased fear of cancer. Allegedly, "the patient had to stop gardening, biking, playing volleyball, swimming, and cooking due to her pain. The patient is unable to play with her grandchildren. She cannot pick her grandchildren up. The patient has depression and she is embarrassed to go out in public because of her appearance after the surgeries " patient's new treating doctors have told the patient that eventually she will be wheelchair bound.